Event description:
Additional information was received from the manufacturer representative (rep) reporting that the reason for call was employee stated that pt told her the ins / therapy stopped working back in (B)(6) 2024 pt rep stated that pt has been back to the hcp (B)(4) and saw the rep who has tried to reprogram it multiple times. Pt was told that there are no more programming options at this time for pt. â¿¦pt stated they are getting no relief. Caller stated that pt is working with the hcp to determine next steps. The patient was redirected to their healthcare provider to further address the issue. Caller added that the ins was checked and the electrodes were showing "red" caller is assuming this means the electrodes are not working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were not feeling anything from the spinal cord stimulator, but the controller said it was connected. Patient said the issue started probably yesterday because they were feeling the stimulation, but then stim would go away and would kind of feel like a zap. Patient then said today they hadn't felt the stimulation at all. Patient confirmed they normally felt stimulation, said they were on group a (and was normally on group a) with program 1 at 3.1. Patient tried other groups b and c, but said they couldn't feel stimulation on any of them. Patient also said when they tried to increase stimulation, they would get settings not available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.